Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range high voltage lead impedance was observed. The lead was capped and replaced. The patient was fine and will continue to be monitored.